Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure. The catheter was prepped and primed. Aspiration was initiated inside the body. However, an error message requiring re-priming displayed. Catheter failed subsequent priming attempts. Aspiration stopped and they stopped using the catheter. The procedure was completed with a different device. There were no patient complications reported.